Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following fields have been updated: d4, g4, g7, and h2 additional information can be found in section d4 - unique identifier (UDI) #.

Manufacturer narrative:
The da vinci bariatric sales manager indicated that the green and black sureform stapler 60 reloads involved with the alleged misfires were discarded by the surgical staff. Isi received the sureform stapler 60 instrument involved with this complaint and completed investigations. Upon visual and microscopic inspection of the instrument, no damage was found at the wrist assembly. The instrument was placed on an in-house system with a new stapler reload installed. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed clamp and fire testing. The instrument fired successfully across a test foam. The staple formation appeared proper. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass procedure, the surgeon encountered an instance where a sureform 60 reload was fired but tissue was allegedly torn instead of cut. As a result, the surgeon repaired the torn tissue with another stapler reload and also sutures. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, stomach tissue was dragged between the jaws of the sureform stapler 60 instrument when a sureform 60 reload was fired. The initial reporter claimed that tissue was not cut as expected and as a result, the tissue was torn. The torn tissue was repaired by the surgeon. On 06/11/2019, intuitive surgical, inc. (Isi) contacted the da vinci bariatric sales manager and the following additional information regarding the reported event was obtained: he was present during the case which was not recorded on video. The surgeon was able to successfully fire two black sureform 60 reloads with the same sureform stapler 60 instrument before the event occurred. When the incident occurred, the surgeon successfully clamped down on stomach tissue with a green sureform stapler 60 reload installed. However, when the surgeon fired the stapler reload, tissue was dragged across the area between the jaws of the sureform stapler 60 instrument. The stomach tissue did not appear to be cut. The surgeon then attempted to fire a black sureform stapler 60 reload, using the same stapler instrument, where the previous stapling misfire occurred. The surgeon was able to successfully clamp down on the tissue. However, when the stapler reload was fired, the system generated a message indicating that the "tissue was too thick to continue" and there was tissue bunching. Again, the tissue was dragged between the jaws of the sureform stapler 60 instrument and tissue was torn instead of cut. The surgeon used a different sureform stapler 60 instrument with a black sureform stapler 60 reload installed to approximate the torn tissue. In addition, the surgeon over-sewed the torn stomach tissue. After the stomach tissue was repaired, the surgeon performed a leak test which passed. The surgical procedure was completed robotically. According to the da vinci bariatric sales manager, the green and black sureform stapler 60 reloads involved with the alleged misfires were discarded by the surgical staff.